Event description:
The field engineer reported that the user experienced a fatal system error requiring a system reboot to regain system functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and high voltage cable were replaced and the system software was reloaded. The system was then found to be operating as intended.